Manufacturer narrative:
Conclusion the complaint describing a leakage cannot be verified. Cartridge meets the specification. Result the used cartridge we received for investigation was without plunger. Fresenius (B)(4) performed a free flow and tightness test (with a replaced plunger from their current production) without finding any irregularities. The investigation of their production documents revealed no deviations. Up to now there are no other complaints regarding the concerned batch. Adapter: the adapter passed the optical inspection. The problem mentioned by the customer could not be reproduced.

Event description:
On (B)(6) 2013, husband reported the cartridge leaked insulin into the infusion device. The leak was discovered during a cartridge change. The infusion tubing was not loose, and the adapter was changed 1.5 months ago. Patient believes the leak originated near the cartridge plunger, and she does prime the plunger before filling the cartridge. The cartridge and adapter were requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue.